Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. The customer reported that there was no power to the x-ray equipment. Analysis of the system log files identified a gap in the log files, which indirectly indicates a problem with the system. Upon troubleshooting, the power distribution unit (pdu) fan tray and direct current power supply (dcps) was found to be bad. To resolve the issue, fse replaced the pdu fan tray and dcps. The defective part was returned to philips for failure analysis, and the cause of the failure was found to be a 24v power supply unit (psu). After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.